Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Charger caught fire - oral-b [device catching fire] case narrative: consumer via e-mail stated that their oral-b toothbrush charger caught fire. No injury was reported.